Event description:
Catherterization revealed occlusion to lad and circumflex arteries. The circumflex was opened and the procedure then turned to the lad. When the .016 jagwire was being withdrawn from the lad following introduction of a perfusion balloon, the distal tip of the guidewire separated and lodged in the proximal lad. Attempts to spare the guidewire were unsuccessful. The pt was taken to surgery for an emergency coronary artery bypass procedure.